Event description:
I received silicone breast implants in 1988. After a car accident in 1995, I had to have my right implant replaced due to a rupture of the right silicone breast implant. At the time, I do believe that silicone breast implants were banned. I chose to get only the right silicone implant, so I would not have to endure surgery for both saline breast implants. Everything seemed to be okay until the past few weeks. In 2007, my right breast implant swelled two cup sizes. After visiting my family dr, he took x-rays, said I had a fever and gave me antibiotics. It seemed to help, only it is starting to change shape and still give me moderate pain. My dr advised me to seek removal or change to saline. I don't know how to start this process and even if it's offered.